Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that the unit was turned off, reclined slightly in the doctor¿s office, no change in settings. The patient reported that he went directly to the ER and a doctor noted swelling and heat around the battery, all vitals were normal. The patient reported that the heat and swelling stopped gradually in 2 days and normal since. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (rad iculopathies) and spinal pain. The patient reported that something recently occurred when he was sitting in a chair at the va getting an ingrown toenail clipped. The patient reported that he went to get up and could barely do so due to pain around the implant. The patient reported that he then noticed swelling the size of his hand and an inch think, which felt warm/hot. The patient reported that he went to the emergency room (ER) there and they ran several tests, which checked out ok and told him it was something related to the device. The patient also reported that the manufacturer¿s representative (rep) were undertrained because in the past he met with two reps and they couldn¿t get it to do anything but hurt him (¿darn near electrocute him") and produce pain in places he never had before and told them to put it back to the original setting/b1, which was the same as the trial and worked fine for his right leg. The patient reported that he had the device almost fully charged after that occurrence and since the incident of swelling, the power in the ins had gone down quite a bit with the ins off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the cause of the pain, swelling, nearly electrocuted and depleting was unknown. The patient went to the ER and spoke with a manufacturer representative and the issue was resolved.

Manufacturer narrative:
(B)(4). Additional information pertaining to manufacturer report # 3004209178-2017-22574 will now be submitted under this regulatory re port. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient continues to report discomfort at the implantable neurostimulator and swelling. Additionally, the patient reports excessive charge. The patient had requested to have the implantable neurostimulator replaced. There were no further complications reported.